Event description:
It was reported that a device experienced a system error 105. It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Eval confirmed the reported symptom through pump history log however, could not reproduce. The device meets specification for the reported symptom of "ec-105". Further eval found I/o pcb (partially dislodged q20) which is a known contributor of the reported symptom. The I/o pcb and motor were both be replaced to ensure reported symptom is eliminated.